Event description:
As reported by the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of the index procedure, the angiography revealed 95% stenosis in the proximal left anterior descending. The indication for the procedure was unstable angina and positive functional test for ischemia. The lesion was described as 10mm in length, class b1, moderately calcified, and de novo. The reference vessel was 3.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 8mm balloon at 14atm and a 3.5 x 13mm cypher rx was implanted at 18atm. As a standard procedure, the stent was post-dilated with a 4 x 10mm balloon at 18atm. 6-12 hours post peak for ck-mb was 4.2 (3.6 unl) and for troponin I was 1.36 (0.05 unl). 16-24 hours post index peak for ck-mb was 9.7 and for troponin I was 4.72. According to the site, the ECG core lab reported no new st-t wave abnormalities and no new q waves, but this elevation of enzymes was later diagnosed as a periprocedural pci (mi) based on the received adjudication minutes. There were no device delivery issues and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications included aspirin, plavix, heparin, metoprolol, and simvastatin. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, angina, family history of coronary artery disease, and smoker. At the time of the index procedure, the angiography revealed 95% stenosis in the proximal left anterior descending. The indication for the procedure was unstable angina and positive functional test for ischemia. The lesion was described as 10 mm in length, class b1, moderately calcified, and de novo. The reference vessel was 3.5 mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 8 mm balloon at 14 atm and a 3.5 x 13 mm cypher rx was implanted at 18 atm. As a standard procedure, the stent was post-dilated with a 4 x 10 mm balloon at 18 atm. Six to twelve hours post peak for ck-mb was 4.2 (3.6 unl) and for troponin I was 1.36 (0.05 unl). 16-24 hours post index peak for ck-mb was 9.7 and for troponin I was 4.72. According to the site, the ECG core lab reported no new st-t wave abnormalities and no new q waves, but this elevation of enzymes was later diagnosed as a periprocedural pci (mi) based on the received adjudication minutes. There were no device delivery issues and the patient was discharged the following day on dual anti-platelet therapy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.